Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified right coronary artery. A 2.5 x 15 mm xience xpedition stent delivery system was being advanced to the lesion when there was resistance with the anatomy. There was force applied and the proximal shaft outside the anatomy separated. The device was easily removed. Another xience xpedition stent delivery system was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.